Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during testing conducted at the manufacturer facility the sabo sag saw was running at full speed as soon as the battery was inserted. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility the sabo sag saw was running at full speed as soon as the battery was inserted. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have a detached trigger magnet. The device was repaired and returned to the user facility.